Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made by tandem technical support to address the issue, however no response was recieved. There was no reported adverse impact to the cusotmers blood glucose level.